Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation of implants postoperatively. The patient noticed that both implants decreased in size over time, and the right breast had obvious deformity. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.